Manufacturer narrative:
The reported event was confirmed. Received only the distal part of the catheter for evaluation. The sample was evaluated and it was observed that the distal part of the catheter was broke and the other part was not returned. The surface was normal in appearance with the presence of a typical break which resulted from breakage of the catheter. The tearing looked like the shaft was pulled with external forced or cut with a sharp object that could cause the catheter break. The breakage did not occur as a result of any manufacturing process related cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "precaution: ask your healthcare provider each day if you still need your catheter. Make sure your catheter tubing is secured to your leg or abdomen if possible. Make sure all hospital staff wash or sanitize their hands before and after touching your catheter. Do not tug, pull or twist the catheter tubing. Always keep your urine drain bag below the level of your bladder or hips and off the floor. Avoid disconnecting the catheter from the drain tube."

Event description:
It was reported that catheter allegedly broke off while inside a patient. The catheter tip was stuck inside the patient¿s bladder and was surgically removed. From the customer¿s perspective, the patient did not have any condition that could explain why this occurred. The tip of catheter will be returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that catheter allegedly broke off while inside a patient. The catheter tip was stuck inside the patient¿s bladder and was surgically removed. From the customer¿s perspective, the patient did not have any condition that could explain why this occurred. The tip of catheter will be returned.